Event description:
The customer reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the intelligent shut down circuit board. The system operates as intended.